Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "pain caused by the rupture of the left device" device has been explanted.

Manufacturer narrative:
Continued e1 additional email: (B)(6). Device analysis: analysis of the returned device identified: underweight and opening on posterior. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior, wear abrasion and crease fold. Base on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "pain caused by the rupture of the left device". Device has been explanted.